Manufacturer narrative:
(B)(4). Concomitant medical products: 14-103656 univ 2-hole shl 56mm lnr sz 24 619240, 51-106120 tprlc 133 mp type1 pps so 12.0 3455265, 650-0660 delta ceramic fem hd 36/-3mm 2015080065. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03143 shell, 0001825034 - 2019 - 03146 stem.

Event description:
It was reported that the patient experienced deep infection with a duration of 77 days. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical notes were reviewed and identified patient experienced a deep infection with a duration of 77 days. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.